Manufacturer narrative:
Based on the info provided, the valve leaked excessively during the procedure. No blood transfusion was required. No adverse effect to the pt has been reported. During the investigation, a review of complaint history, device history record, instructions for use (IFU), quality control and specification was conducted. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically,k hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% quality control inspected for leakage. The work order was reviewed. There is no evidence to suggest the product was not manufactured to current specifications. The appropriate internal personnel have been notified. Cook will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
All three devices had deployment system leaks during this procedure. The main body (1820334-2015-000440 leaked substantially from the captor valve. Both legs (1820334-2015-00043 and 1820334-2015-00042) leaked somewhat from the captor valve. All three devices were successfully implanted. No intervention was required. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.